Event description:
Customer reported that the drive support cap of the insulin pump appeared to be damaged. Customer stated that the insulin pump was not dropped or bumped and that insulin delivery was normal. Blood glucose level was 319 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.